Manufacturer narrative:
The device history record review for the product auto endo5 ml, lot# 73e1400034 was manufactured on 05/06/2014 did not show issues related to the complaint. The customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determinate the root cause. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: per maude report: endoscopic hem-o-lok applier did not perform as expected resulting in tear of pulmonary artery. The pt outcome was not provided.